Event description:
A 6 french super sheath continually leaked blood from the green "valve" throughout the case.this is the first of two cases in which this problem occurred with this kind of device. The cases were performed within approximately one week of each other and both devices were from the same lot number.